Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrates') and pelvic pain ('feels like dying due to pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: the patient commented that was mutilated and felt like dying due to pain in every step she gave because her essure had migrated and was destroying her from the inside. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrates') and pelvic pain ('feels like dying due to pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: the patient commented that was mutilated and felt like dying due to pain in every step she gave because her essure had migrated and was destroying her from the inside. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrates') and pelvic pain ('feels like dying due to pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain had not resolved. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: the patient commented that was mutilated and felt like dying due to pain in every step she gave because her essure had migrated and was destroying her from the inside. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.